Event description:
It was reported that during the implantation procedure the lead had to be repositioned due to poor sensing and no capture. The lead could not be removed, and the screw appeared to be damaged. The lead was cut through and the distal part remained in situ. A new lead was implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 56.5 cm proximal to the lead tip. The medial fragment was received for analysis. The proximal fragment including the is-1 connector pin and the distal fragment including the lead tip were not returned. The provided x-ray showed the lead tip attached to the septum. Due to the fragmented state of the lead the definite root cause of the clinical observation could not be determined. Mechanical forces during the implantation procedure should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.